Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that after pressing the door open/close button, the door do not open neither closes and after pressing door close button on pendant and getting door open message on image acquisition system (ias) pendant display. As a troubleshooting step found the dingus misaligned after opening the inner gantry cover. Aligned the dingus and found the machine working. No patient was present at the time of event.

Manufacturer narrative:
(H3, h6): medtronic representative went to the site to test the imaging system and no hardware parts replaced b01, c19, d14 are applicable continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: b i70000006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.